Manufacturer narrative:
Despite multiple attempts, no further details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported to have not been feeling well and was experiencing dizziness and then had collapsed. At this time the crt-d remains in service. No additional adverse patient effects were reported.